Event description:
Event description cpi received information that the rate sensing portion of this transvenous defibrillation lead was removed from service for undersensing and oversensing during sinus rhythm. The shocking portion remains active.